Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 20 mg/dl. Customer reported that she passed out and her grandson called the paramedics. She also stated that she was previously hospitalized for high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 700 mg/dl. Customer stated that was vomiting all day with diarrhea and was dehydrated. Nothing further was reported.